Event description:
It was reported that the patient was greek and requires a translator. Also stated that the instructions provided were not sufficient for the patient to operate the equipment and requesting a home visit.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to incorrect or missing translation. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labelling review not required as it could not have prevented the reported issue. Correction: e, f, h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was greek and requires a translator, also stated the instructions provided were not sufficient for patient to operate equipment and requesting a home visit.